Event description:
Complainant alleged that the medics first paced the pt, who was in cardiac arrest, with the device set at 78 ppm and 80 ma. The pt then presented a ventricular fibrillation heart rhythm. The medics then attempted to defibrillate the pt at 200 joules, but the device displayed a "poor pad contact" message. The medics then obtained another defibrillator, and shocked the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as result of the reported malfunction. The complainant indicated that the used electrodes were not returning for evaluation, as they were inadvertently discarded subsequent to the event.